Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('retained essure\single 2.5 cm in length silver metal coiled essure device grossly identified within one of the openings of the tube.') And pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." The patient's medical history included abdominal pain, umbilical hernia, dysmenorrhea, anemia, urinary tract infection, cyst of ovary, vaginal bleeding, breast pain, irregular menstruation and gastroesophageal reflux disease. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding"), 5 years 7 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salingectomy,hysterectomy and hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, pelvic pain and genital haemorrhage outcome was unknown. The reporter considered device breakage, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2017 : bilateral salpingectomy for removal of essure device. On (B)(6) 2019: hysterectomy for removal of remaining essure device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('retained essure\single 2.5 cm in length silver metal coiled essure device grossly identified within one of the openings of the tube.') And pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's medical history included abdominal pain, umbilical hernia, dysmenorrhea, anemia, urinary tract infection, cyst of ovary, vaginal bleeding, breast pain, irregular menstruation and gastroesophageal reflux disease. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding"), 5 years 7 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy, hysterectomy ). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, pelvic pain and genital haemorrhage outcome was unknown. The reporter considered device breakage, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: (B)(6) 2017 : bilateral salpingectomy for removal of essure device. (On b)(6) 2019: hysterectomy for removal of remaining essure device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2019: fu 2 and 3 processed together. Pfs received- new event abnormal bleeding, pelvic pain, device breakage and she did not undergo essure confirmation test were added. Reporter information was added. On 20-dec-2019: fu 2 and 3 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.